Event description:
It was reported that there was a revision of the hip due to poly wear.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.